Event description:
Patient reported is getting a downstream occlusion alarm in cadd solis pump. Patient confirms that all the clamps are open, and it won't prime. Patient does not have any extra tubing to try. Rph asked patient to remove cassette and try to reattach to see if that would work. Was not able to clear the occlusion alarm. Serial number of pump being replaced is (B)(6). Patient still has 33 hours remaining per patient's recollection. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.